Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient's family member that the patient expired on (B)(6) 2016 due to heart attack. The emergency room physician where the patient presented told the family member that the device did not deliver hv therapy after reportedly experiencing a cardiac episode. No further information is available.

Event description:
New information received notes that the patient¿s last office visit was in (B)(6) 2016 and everything was working normally.